Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported optical signal issue has been completed. Data analysis: aic logs revealed a placement signal not reliable alarm (opm signal invalid) was triggered, followed by log entries indicating the snr was below minimum. Rt logs associated with the pump showed optical placement signal spiking which eventually raised to the max value. Device analysis: the console was tested thoroughly on an engineering lab bench and did not pass the 5s parameter check in the condition as it was received. Bypassing the blue receptacle did not resolve the out-of-spec contrast reading. The low contrast was isolated to the optical bench. Replacing the optical bench resolved the low contrast. The root cause of the optical placement signal issues was due to a malfunctioning optical bench. The exact root cause of the malfunctioning optical bench was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. After insertion, the automated impella controller (aic) produced a placement signal failure. The aic was replaced, which resolved the issue. There was no reported patient harm.